Manufacturer narrative:
The case reports that the device battery is swollen. The customer reported it is still functional, no thermal issues were reported, and the customer confirmed the device is not hot. No medical intervention was required, and the customer was sent a replacement. Multiple attempts have been made to reach the customer to obtain additional information but were unsuccessful. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. The device will not be returned for investigation. We are unable to confirm the cause of the reported event.

Event description:
It has been reported that the patient's personal diabetes manager (pdm) battery is swollen. The pdm case is no longer fitting but the pdm is still working.